Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the connections of the mobile power unit (mpu) patient cable being damaged was confirmed via the returned mpu at the (B)(4). The mpu (serial number (B)(6) was returned and evaluated at the european distribution center (edc) on (B)(6) 2021. The mpu was observed at the edc and the rubber encasing of the patient cable was observed to be loose. A power on/off inspection was completed, and the system booted up as intended. The system was functionally tested and passed all steps without issue. The patient cable replaced, and preventative maintenance was performed on the device. The device operated as intended. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The mobile power unit (B)(6) was shipped from abbott on 17dec2015. Heartmate ii patient handbook under section 6 ¿caring for the equipment¿ describes how to care for all equipment, including the power module patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the patient cable. Heartmate ii instructions for use under section 8 ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use, including the patient cable. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the connections of the mobile power unit (mpu) cable was defective.